Event description:
It was reported that during lap rectum cancer resection, after firing the instrument and releasing the button, the clamp could not be opened. Then opened it by force. Later the doctor tried to open it and close it. After everything is ok, he reloaded another cartridge and fired it, and he found the tissue did not cut completely and all staples were formed as proper. Then other instrument was used to complete the or.

Manufacturer narrative:
Evaluation summary: one atg45 device was returned in good visual condition and loaded with a unfired tr45b cartridge that was noted to be in good visual condition and with the lockout in the normal condition. No functional test could be performed as the firing mechanism was noted to be damaged. When disassembled, all firing trigger teeth were broken. The returned cartridge was tested for functionality with a test device and it fired conforming. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. A batch record review was performed and no anomalies were found during the manufacturing process.